Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed phenytoin (phtn) result was obtained upon repeat testing on a patient sample on an advia centaur cp instrument. The discordant phtn result was reported to the physician(s), who questioned it. The sample was originally tested on the same instrument, resulting higher. The sample was repeated multiple times on the same instrument, all resulting higher than the discordant result and matching with the initial result. Additionally, the sample was run on an alternate advia centaur xp instrument, resulting higher than the discordant result and matching with the other repeat results. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed phtn result.

Manufacturer narrative:
The initial MDR 2432235-2016-00033 was filed on january 6, 2017. Corrected information (1/11/2017): the units "ug/ml" were incorrectly reported in the initial MDR. Updated with corrected units. Additional information (1/11/2017): a siemens customer service engineer (cse) visited the customer site. The cse performed calibrations and quality controls, which passed. The cse discovered that the laboratory humidity was very low. The cse indicated that the discordant result may have been the result of static charge. The cause of the discordant, falsely depressed phenytoin result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.